Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tube') and uterine perforation ('migration / perforation : uterus') in an adult female patient who had essure (batch no. 809010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, anhedonia, gastroesophageal reflux disease, headache, gravida, cesarean section and abortion incomplete. Concurrent conditions included dizziness, nausea, sore throat, neuropathy peripheral, impingement syndrome shoulder, urination difficulty, dysuria, rectal bleeding, chronic idiopathic constipation, abdominal pain, nausea, flank pain, ureterolithiasis, calculus, esophagitis and allergy. Concomitant products included baclofen since (B)(6) 2019, levomilnacipran hydrochloride (fetzima) since (B)(6) 2020, linaclotide (linzess) since (B)(6) 2019, loratadine (loratab) since 2018, omeprazole since (B)(6) 2020, quetiapine fumarate (seroquel) since 2016, sertraline hydrochloride (zoloft) since 2006 and topiramate since 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping) / associated with the menstrual cycle"), abdominal pain upper ("pain stomach"), fatigue ("fatigue"), alopecia ("hair loss") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleed") and intermenstrual bleeding ("metorhagia (bleeding b/w periods)"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, vaginal haemorrhage, migraine, tooth disorder, dysmenorrhoea, abdominal pain upper, fatigue, weight increased, alopecia and back pain outcome was unknown. The reporter considered abdominal pain upper, alopecia, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, migraine, tooth disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff states that essure removal was not planned as she is not able to afford surgery. Current weight 219lbs. Weight: 98.9 kg. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: essure confirmation test unknown:not provided. Lot number: 809010 manufacturing date: 2010/12, expiration date: 2013/12. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, uterine perforation, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: no new clinical information received, update to imdrf/FDA codes only. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tube') and uterine perforation ('migration / perforation : uterus') in an adult female patient who had essure (batch no. 809010) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, anhedonia, gastroesophageal reflux disease, headache, gravida, cesarean section and abortion incomplete. Concurrent conditions included dizziness, nausea, sore throat, neuropathy peripheral, impingement syndrome shoulder, urination difficulty, dysuria, rectal bleeding, chronic idiopathic constipation, abdominal pain, nausea, flank pain, ureterolithiasis, calculus, esophagitis and allergy. Concomitant products included baclofen since (B)(6) 2019, levomilnacipran hydrochloride (fetzima) since (B)(6) 2020, linaclotide (linzess) since (B)(6) 2019, loratadine (loratab) since 2018, omeprazole since (B)(6) 2020, quetiapine fumarate (seroquel) since 2016, sertraline hydrochloride (zoloft) since 2006 and topiramate since 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping) / associated with the menstrual cycle"), abdominal pain upper ("pain stomach"), fatigue ("fatigue"), alopecia ("hair loss") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal hemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), genital hemorrhage ("general abnormal bleed") and intermenstrual bleeding ("metorhagia (bleeding b/w periods)"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, genital hemorrhage, heavy menstrual bleeding, intermenstrual bleeding, vaginal hemorrhage, migraine, tooth disorder, dysmenorrhoea, abdominal pain upper, fatigue, weight increased, alopecia and back pain outcome was unknown. The reporter considered abdominal pain upper, alopecia, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, genital hemorrhage, heavy menstrual bleeding, intermenstrual bleeding, migraine, tooth disorder, uterine perforation, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: plaintiff states that essure removal was not planned as she is not able to afford surgery. Current weight 219lbs. Weight: 98.9 kg. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: essure confirmation test unknown:not provided. Lot number: 809010. Manufacturing date: 2010/12. Expiration date: 2013/12. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, uterine perforation, back pain quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tube'), uterine perforation ('migration / perforation: uterus') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metorhagia (bleeding b/w periods)"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, menorrhagia and metrorrhagia outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage, menorrhagia, metrorrhagia and uterine perforation to be related to essure. The reporter commented: plaintiff states that essure removal was not planned as she is not able to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test unknown:not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received, event coding changed from injury to fallopian tube perforation, new event uterine perforation, menorrhagia, metrorrhagia , general abnormal bleed were added, patient dob and lab data added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tube') and uterine perforation ('migration / perforation : uterus') in an adult female patient who had essure (batch no. 809010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and anxiety. Concomitant products included baclofen since (B)(6) 2019, levomilnacipran hydrochloride (fetzima) since (B)(6) 2020, linaclotide (linzess) since (B)(6) 2019, loratadine (loratab) since 2018, omeprazole since (B)(6) 2020, quetiapine fumarate (seroquel) since 2016, sertraline hydrochloride (zoloft) since 2006 and topiramate since 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping) / associated with the menstrual cycle"), abdominal pain upper ("pain stomach"), fatigue ("fatigue"), alopecia ("hair loss") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleed") and metrorrhagia ("metorhagia (bleeding b/w periods)"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, menorrhagia, metrorrhagia, vaginal haemorrhage, migraine, tooth disorder, dysmenorrhoea, abdominal pain upper, fatigue, weight increased, alopecia and back pain outcome was unknown. The reporter considered abdominal pain upper, alopecia, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, tooth disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff states that essure removal was not planned as she is not able to afford surgery. Current weight 219lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: essure confirmation test unknown:not provided. Most recent follow-up information incorporated above includes: on 1-dec-2020: plaintiff fact sheet received. Lot number added. Events added from pfs- abnormal bleeding (vaginal), migraines / headaches, dental problems, dysmenorrhea (cramping), associated with the menstrual cycle, pain stomach, lower back pain, fatigue, weight gain, hair loss. Onset date of event menorrhagia were updated. Concomitant drug, lab data, medical history, aka name, were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tube') and uterine perforation ('migration / perforation : uterus') in an adult female patient who had essure (batch no. 809010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and anxiety. Concomitant products included baclofen since (B)(6) 2019, levomilnacipran hydrochloride (fetzima) since (B)(6) 2020, linaclotide (linzess) since (B)(6) 2019, loratadine (loratab) since 2018, omeprazole since (B)(6) 2020, quetiapine fumarate (seroquel) since 2016, sertraline hydrochloride (zoloft) since 2006 and topiramate since 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping) / associated with the menstrual cycle"), abdominal pain upper ("pain stomach"), fatigue ("fatigue"), alopecia ("hair loss") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleed") and metrorrhagia ("metorhagia (bleeding b/w periods)"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, menorrhagia, metrorrhagia, vaginal haemorrhage, migraine, tooth disorder, dysmenorrhoea, abdominal pain upper, fatigue, weight increased, alopecia and back pain outcome was unknown. The reporter considered abdominal pain upper, alopecia, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, tooth disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff states that essure removal was not planned as she is not able to afford surgery. Current weight 219lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: essure confirmation test unknown:not provided. Lot number: 809010 manufacturing date: 2010/12 expiration date: 2013/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2020: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.